Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported in a journal article that a patient's knee was revised six years post implantation due to anterolateral pain and fracture of the tibial bearing . No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). Medical devices: unknown vanguard da tibial tray, part# unk lot# unk; unknown vanguard da femoral, part# unk lot# unk. The reported event could not be confirmed based on limited information received. No devices were received; therefore the visual inspection was not conducted. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A compatibility check was not perfomred based on the provided information. A complaint history review was not conducted. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported in a journal article that a patient's knee arthroplasty was revised approximately six (6) years post-implantation due to anterolateral pain, "giving away" of the knee, and a fracture of the tibial bearing post. The patient was revised to a custom rotating hinge knee. No additional patient consequences were reported

Manufacturer narrative:
The following report is submitted to relay additional information.

Manufacturer narrative:
(B)(4). (B)(6). The complaint device is not expected for return currently, but a supplemental medwatch 3500a will be submitted upon receipt of additional information. Jones, m.a., yousef, a., dhakiwal, j., kulkarni, s.s. ¿failures of the dual articular knee prosthesis due to fracture of the polyethylene post¿ the knee 18 (2011) 428-431. The reported event was unable to be confirmed due to limited information received from the customer. A device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A complaint history review was unable to be performed as the part and lot numbers are unknown. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported in a journal article that a patient's knee was revised due to anterolateral pain approximately six years post implantation. No additional patient consequences were reported.